Manufacturer narrative:
(B)(4)

Event description:
It was reported that a patient received inappropriate shock due to rapid atrial fibrillation while walking. Programming changes were made. The patient will continue to be monitored.